Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was attempted to be placed but was unable due to worsening imaging conditions. Additionally, interaction with a lead while steering the device in the direction of the valve. The final mr remained at grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove (entanglement) associated with the device interaction with the lead was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The reported positioning failure was a cascading event of the reported difficult to remove (entanglement) associated with the device interaction with the lead and difficult imaging. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.